Manufacturer narrative:
Concomitant medical products: a2dr01 ipg was implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on stored episodes. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.